Event description:
It was reported that a patient was revised approximately eighteen years and one month post implantation due to aseptic loosening and pain. All components revised, except for patella which was retained. There is no additional information available.

Manufacturer narrative:
(B)(4). D10: medical product: femoral component option size f right item#: 00596401652, lot#: 60800386. All poly petella standard cemented size 38 mm diameter 9.5 mm thickness item#: 00597206538, lot#: 60396238. Articular surface size ef 12 mm height, item#: 00596405112, lot#: 60865186. Palacos rg 1x40 single, item#: 00111314001, lot#: 65894134. Palacos rg 1x40 single, item#: 00111314001, lot#: 66224137. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.